Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's lead and generator was explanted due to an infection which started at the lead site. The patient had generator and lead replacement earlier that year. The physician did not determine the source of the infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No known relevant surgical intervention has occurred to date.